Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) reported that the pump feels soft, leading to complete incontinence. The patient has an appointment for device evaluation. No additional information was reported.